Event description:
It was reported that it was noticed the label matched the plate number etched onto the plate, but that it was not the correct plate. The plate is actually plate 02.115.231 and not 02.115.431. There was no reported patient harm; the plate was not used. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed that the plate is incorrectly etched. Our investigation has shown that this plate is indeed incorrectly etched. This is clearly a manufacturing fault, which was not detected during the final inspection. In this case two lots were interchanged and the other affected lot was found in-house. This complaint is valid from a manufacturing standpoint. An internal corrective action has been opened to address this issue.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.